Event description:
The customer contacted abbott regarding axsym rubella igg calibration errors indicating axsym rubella calibrator a was elevated, and reported the instrument message states calibrator a too high or some ratio was out of range. The customer was asked to troubleshoot the issue with axsym bulk solution #4 and to follow up with abbott. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.